Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Patient reported left side "feeling a lot of pain", capsular contracture baker grade iii, "sparse undulations", "moderate amount of peri implant fluid", 'inflammatory / infectious" and double capsule. The device remains implanted.